Event description:
During bypass slight color noted in water, heater cooler checked & noted color. Heater cooler unit changed; still noted color in water. Unit then changed out. Flowrate 6l. No pt injury or further complications occurred as a result of this incident. No further details are available.